Manufacturer narrative:
The reported event was confirmed. This investigation was opened due to a catheter tip coude not being aligned with its indicator in invest #1332850. The root cause is due to "preventive maintenance not performed" or "machine error". The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude indicator was not aligned with the coude tip on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude indicator was not aligned with the coude tip on the catheter.